Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that afer implanting an intraocular lens (iol), they surgeon noticed a small scratch on the peripheral part of the lens. The surgeon decided to leave the lens implanted as it would not be any concern. There is no reported patient impact.